Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the trailing haptic became stuck between the inserter and the cartridge and could not be released. The surgery was completed on the same day, and the haptic was released using non-company forceps. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).